Event description:
CPAP machine severely damaged my sense of smell. I had not used the machine for may be a year because of the inconvenience, especially of dealing with the humidifier. I thought I should resume. I actually changed the settings from level 4 (I think) to about 9. I turned off the humidifier dial and left the reservoir empty. For about 3 weeks, I used the machine every night. Then I started to notice imaginable smells. For example, if I pumped gas at the gas station, I would smell gas everywhere, even after I showered and despite the fact that no one else noticed it. In my bedroom, I thought I was smelling exhaust fumes, but no one else noticed it (ghost smells). Gradually I began to have experiences where I knew I was not smelling things other people could smell. For instance, cooking food, or the cats' litter box. Up until this time, I had very sensitive smelling, I often noticed smells before any one else and could identify ingredients easily in food based on taste and smell. Since this injury, I have, at least drank coffee with milk that was spoiled and curdled in the cup without being about to smell or taste the difference. I also can't taste the mint in mint chip ice cream. Sometimes my daughter asks me to smell a perfume or perfumed soap in a store and often I detect almost nothing although she says the smell is very strong. I don't trust my ability to accurately identify smells. Occasionally, I think I have ghost smells and the echo of a strong smell can be very irritating. I don't know whether I would notice smoke in the air and I think I am vulnerable to eating spoiled foods in addition to milk. I wish I had been warned that loss of my sense of my smell was a possible effect and that this was one of the reasons to use my machine carefully and exactly as ordered.